Event description:
The info provided to sjm indicated a 5f ultimum introducer was selected for use during an atrioventricular fistulogram and multiple angioplasties. When the sheath was removed, a small piece broke off and remained in the pt. Multiple attempts were made to retrieve the segment, but were unsuccessful. Radiology was consulted and the decision was made to leave the broken tip in the pt. The pt was discharged in stable condition with no further consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined. The ultimum hemostasis introducer sheath instruction for use (IFU) states that the user should advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel. The ultimum hemostasis introducer sheath instruction for use (IFU) cautions that individual pt anatomy and physician technique may require procedural variations.